Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Correction: section b.3 & d.6b. Additional information: section h.6. The recipient reportedly experienced decreased performance. Programming adjustments were made, however, the issue did not resolve. Swelling was also noted around the implant site. The physician performed surgical wound opening and debridement around the implant site and prescribed antibiotics (type unknown); however, the condition did not improve. A CT scan revealed persistent fluid collection around the implant and bone erosion. The recipient was explanted on august 14, 2024. The recipient was reimplanted on may 6, 2025 with another advanced bionics cochlear device. Additional information regarding treatment details were not provided. The explanted device will reportedly not return to advanced bionics for analysis. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.